Manufacturer narrative:
Additional information: no patient involvement when issue was discovered. Device evaluation: the device was returned for evaluation. The testing performed confirmed the reported issue; the device gave a "cassette not attached properly" message and an alarm. The examination of the device determined the downstream occlusion sensor/cassette detector was the cause of the issue. The cause of this component issue was not definitely established.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump indicated that the cassette was not attached properly. No adverse effects were reported.